Event description:
Alleges consumer was sitting in his chair when he allegedly heard a pop and smelled smoke. The consumer got up and allegedly saw flames and tried to put it out but the fire allegedly spread causing the chair to become engulfed and it spread to his house.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.